Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as the identifying serial number is not known.

Event description:
It was reported that right ventricular oversensing episodes due to t-wave oversensing were observed through merlin.net transmission. Programming changes were recommended. There were no adverse consequences to the patient.

Event description:
New information received notes that oversensing was post-paced t-wave oversensing.